Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the video system center, the brightness was too bright when close and not able to be adjusted. The issue occurred during a diagnostic procedure (cystoscopy and hysterscopy). There was no delay and the procedure was completed with the same device. There were no other devices involved or replaced during this event. There was no patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the brightness was too bright when close and was not able to be adjusted. Customer tried recommendation of tac to go into manual mode, then auto mode and white balance, this seemed to help, and customer was instructed to return device for repair if the issue persist. The device is not expected to be returned at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.